Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: a synergy ous mr 3.50 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Damage was noted to the 2 most proximal stent strut row; stent struts were lifted and flared outwards. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 3.50 x 20mm synergy¿ drug-eluting stent was delivered but advancing difficulty was encountered. When the device was removed from the patient, it was noted that the stent part was lifted. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was good.